Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had optical fiber error.there was no patient involvement.

Manufacturer narrative:
Updated fields: b4, b5, b6, d9, d10, e1-initial reporter name, e2, e3, g1-contact person-mfg site, g3, g6, h2, h3, h6-(type of investigation code, investigation findings code, investigation conclusion code, health effect clinical code, health effect impact code), h11. Corrected fields: h6- medical device problem code. A getinge field service engineer (fse) evaluated the unit performed tests with the optical fiber tester and it was determined that the operation is correct. No repair, equipment works well and unit was only checked.

Manufacturer narrative:
A supplemental report will be submitted once the investigation is completed.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had optical fiber error. Patient involvement and injury information is unknown.